Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received a replace battery now alarm. The customer¿s blood glucose level was 160 mg/dl. The troubleshooting was performed for replace battery now alarm. The customer reported that they was not receive a low battery alert prior to the replace battery now alarm. New battery resolved the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised that they may continue to wear insulin pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.